Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pocket erosion was noted. It was also reported that the right ventricular (rv) lead exhibited undersensing. The entire pacing system was explanted and replaced. No further patient complications have been reported as a result of this event.